Event description:
The customer reported that the system did not xray. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer did not return the call so the service was cancelled.